Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator - (B)(6) 2009; 507652 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead's impedance and threshold has increased. The lead remains in use. However, it was noted that the patient does experience pocket stimulation in unipolar and therefore the lead will remain in bipolar and continue to be monitored. No patient complications have been reported as a result of this event.